Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device leaked. They were eventually able to get it to stop leaking and the same device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Were any noises heard such as "whistling" or "hissing"? Asku. If so, did the "noise" prevent insufflation? Yes please describe the noise. Unknown noise was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Outer seal. Was a device inserted in the trocar during the leaking? Yes if so, what device? 5mm device. Was any torque being applied to the trocar or device? Yes.